Manufacturer narrative:
(B) (4). (B) (4). Product not released for use in the united states - no 510k.

Event description:
Procedure: esophagectomy. According to the reporter: after firing the ceea, it was noted that there were no staples on the 1/4 tissue. The staff over-sewed the area to complete the surgery. There was no pt injury reported. The surgeon had confirmed that the operating room time was extended more than 30 minutes.